Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one standard adapter opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of the device led to the finding of two cracked solder joint. Functional evaluation replicated the reported condition of reload not recognized. Failure to recognize a reload is the result of compromised solder joints. The root cause of the observed condition was determined to be a result of a manufacturing step and actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, after a demonstration, the device was checked for function. The device did not recognize a cartridge. Several attempts were made but the issue was duplicated. The customer was familiar with the device and the cartridge was properly loaded. There was no patient involvement.